Event description:
It was reported that the distal portion of the catheter was removed as the pt experienced loss of bowel and bladder control, loss of feeling in one leg and was unable to move her legs. It was not reported if any device troubleshooting was performed. The pump contained dilaudid 1mg/ml with a daily dose of 0.15mg and bupivicaine 10mg/ml with a daily dose of 1.5mg. The drug was taken out of the pump and replaced with preservative free normal saline and the pump was programmed to minimum rate. The remaining catheter was not aspirated during the revision. The pt was later taken to radiology to have the catheter access port aspirated to remove the remaining drug from the catheter. A priming bolus was given to remove the drug from the pump tubing. The pt is in rehab, but reported that she was getting back to normal. The pt will undergo a revision of the distal portion in the near future.